Manufacturer narrative:
Patient information was unavailable from the site. UDI and manufacturing not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The axiem box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument interface box has an amber light next to port 3 and 4. When user plugs in instruments to other ports the system recognizes them. However, he receives an error metric of 3.5 that does not change. When moving the emitter around the instruments are still unable to be tracked. Tracking information shows that both are connected to the system. User disconnect and reconnect the emitter via software with no change. He rebooted the system with no change. User also checked the self test and everything was connected. There was no patient involved.

Manufacturer narrative:
Correction: UDI provided. Manufacture date provided.

Manufacturer narrative:
The controller was returned to the manufacturer for analysis. The controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The electromagnetic interface was returned to the manufacturer for evaluation. Testing found that a pin had recessed in the unit. Once manipulated to have the pin out, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.